Manufacturer narrative:
Device returned to MFR: the device was returned for analysis. Device analysis revealed a kink in the sheath assembly from femoral marker to the proximal end and a damage at the lap joint area in the sheath assembly. Impedance testing shows a good unit wave form. It was observed that the catheter leaked from the lap joint area when it was flushed. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on investigation completed on 24-jan-2017. It was reported that lost image occurred. An opticross¿ imaging catheter was selected for use. During the procedure, lost image occurred. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, device analysis revealed a damage at the lap joint area in the sheath assembly.